Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the issue persisted. A field service engineer (fse) worked with customers over the phone and used a remote smart service to remotely access the station. The fse was unable to get the pocket to recover and spoke with the pharmacy staff, who attempted to recover the pocket. The staff agreed to contact the fse if any problems or issues persist. The fse later confirmed that the pharmacy staff had resolved the issue and that no further investigation was required of this device. The system functioned as intended after the pharmacy staff resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had a drawer was jammed and unable to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had a drawer was jammed and unable to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.